Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2012, due to pain and aseptic loosening. The tibial stem, tibial plate, and femoral were removed and replaced.

Manufacturer narrative:
This supplemental report is being submitted in response to a request forwarded by the FDA to biomet.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00549 / 00551).

Manufacturer narrative:
Evaluation of the returned component found evidence to suggest the aseptic loosening was due to inadequate bone cement adhesion to the tip of the stem causing the bone cement to migrate up and around the tibial tray and eventually between the bearing and the femoral component.